Event description:
It was reported that there was an occlusion alarm, whilst trying to prime the infusion line. The tubing is packed in a circular winding fashion and cannot be straightened, thus causing a kink in the tubing, which restricts the flow. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The UDI number and if initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10:no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.